Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor seized, jammed, blocked and moved heavily. It was further determined that the device failed pretests for check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check triggers for fwd I rev mode, check for untrue running, check for excessive noise and check starting behavior. It was noted in the service order that the device was not working while in use with the double air hose device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.